Event description:
Caller tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. Caller's warfarin was held for two days based on lab value. No adverse event reported. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.